Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a revision surgery due to pain due to implant size.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a revision surgery due to pain due to implant size.

Manufacturer narrative:
Correction - h6 (clinical signs code). The reported event could not be confirmed for the poly component since the device was not returned for evaluation and no other evidences were provided. The device inspection revealed the following: a device inspection was not possible since the affected device was not returned. However, images were provided showing the poly component following explantation. For further evaluation, the device will need to be returned. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan shows neither radiolucence nor relevant cysts for the tibial and talar component. There is no loosening or migration visible. For the described wrong implant size, an impingement can be detected at the lateral malleolus and it looks as if the talar component has a conflict with the lateral malleolus. The underlying cause would be procedure related due to the choice of the wrong implant size. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.